Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified that they were of a poly dual mobility bearing. No head was photographed. Due to the lack of photograph of the reported head, therefore nothing can be gained from the photographs with relation to the reported dislocation of the ceramic head. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 ¿ vivacit-e dm bearing 28x44mm, item#: 110031012, lot#: 65254662. G2 ¿ foreign ¿ (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery one year post total hip arthroplasty due to dislocation. Head and bearing were revised and exchanged. Due diligence is in progress for this complaint; to date no additional information or product has been received.